Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 7.5 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 26 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy and high patient activity levels are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel.